Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-06421. It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited oversensing. It was also noted that the right ventricular lead exhibited oversensing resulting in inhibition of pacing. The patient presented in clinic on (B)(6) 2019 and programming changes were made to the right ventricular lead. No changes were made to the right atrial lead. Patient was stable and will continue to be monitored.